Event description:
It was reported that a caregiver failed to follow therapy steps during fill of peritoneal dialysis therapy. The caregiver had disconnected the patient without capping off the patient line. The technical services representative assisted the caregiver with ending therapy and advised the caregiver to restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the caregiver disconnected the patient without capping off the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.